Event description:
I noticed a pt safety problem related to a medical device (automated pd set with cassette 4-prong, code number is (B)(4)). This product has 3 holes on each side of the cassette package (total 6 holes on both sides) although there are statements on their package says "sterile", "do not use if package is damaged." I reported and questioned the MFR about these holes which may make the sterile tubes expose to the air and contaminated during the transportation and storage, but the official response from them are", the six flutter vents (holes) is being provided for in and out of eo gas and no quality issue reported from the presence of this vents." I cannot agree with their response based on the basic principles of the aseptic theory as well as my 20 years clinical nursing practice. Could you please investigate this pt safety issue and give me clarification regarding the quality of this medical device asap? I can be reached at (B)(6).